Event description:
I had essure implanted in 2007. Subsequently, I have had several side effects including: surgery in 2012 to remove migrated coil; intense back pain; hip pain; urinary tract issues; bowel issues; pelvic pain; loss of libido; sexual dysfunction; weight gain; mood issues; hair loss; muscle spasms; headaches; brain-fog; difficulty focusing; poor short-term memory; persistant fatigue; vaginal swelling; bloating; bleeding after sex; dysfunctional uterine bleeding; anxiety; night sweats; increase in breast size; incontinence. Symptoms magnified 4-yrs after implantation. Interfering with relationships, work performance, financial burdens.